Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and the haptic tore prior to insertion. It was indicated that the cause of the lens tear was unknown. The lens was not implanted and there was no patient contact or injury. An indigo-p injector and sfc-25 fp cartridge were used, but the lot numbers are unknown.